Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming related to a high temperature alarm condition. The device was evaluated by the manufacturer and the customer's complaint was confirmed. The device was recalibrated to address the issue.